Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity and multiple sclerosis. Following pump implant on (B)(6) 2015, the patient developed an infection of the pump pocket. On an unknown date, the patient began shaking and had spasms that returned. The patient had a pump refill and the healthcare provider (hcp) noticed drainage coming out of "the hole" and put gauze over it. By the time the patient got home, the gauze was totally saturated. The patient was admitted to the hospital on (B)(6) 2015. The patient stated that the hcp overdosed her after she was admitted to the hospital and she could not be woken up for a day, but she did not know the exact date the overdose occurred. The patient stated that the "whole thing" was infected and the type of infection was confirmed; however, the patient did not know the type of infection other than it began with "s". The infection was associated with the implant and refill and it was noted that the patient asked the hcp why the pump was not refilled at the time of implant but no one answered her on that. The patient was administered intravenous (IV) antibiotics and a total system explanted was performed on an unknown date in (B)(6) 2015. The infection was resolved.

Manufacturer narrative:
Corrected from (B)(6) 2016 to (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.